Event description:
It was reported that the patient underwent a spinal procedure for spondylolisthesis at l4/5 using posterior fixation. It was reported that the pedicle screw was misplaced at right side l4. The screw reportedly penetrated to the foramen. The surgeon reinserted the pedicle screw, and the procedure was completed without further complications. The patient reportedly was doing well post op.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. The suspect devices in use are catalog # g86945540, lot w06j3468; catalog # g86946540, lot# w08c2174 and w08f4065. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, these parts are not approved for use in the united states; however, the like devices catalog # 86945540 and 86946540, 510k # k042025 was cleared in the united states.